Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced a needle that was partially retracted after use. The following information was provided by the initial reporter: material no: 381544 batch no: 9241791 event description: we had an issue with one of the bd #18g IV insyte autoguard winged cath ndl ¿ ref #381544. According to the staff member using the #18g IV cath needle, after the stick the safety retraction did not fully retract leaving a portion of the needle exposed and placing the staff at risk for exposure.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-01. H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit. The unit is partially retracted with the button completely depressed and there are traces of dry media. There is no damage to the opened package from lot number 9241791 which has a very small piece of surgical tape adhered at the top web (label). In addition, two photographs were also provided which displayed similarities to that of the returned unit, but not sufficient evidence to identify the root cause. Through the visual-microscopic evaluation, the barrel on the returned unit has stress marks and is cracked open. There were no other anomalies or damage observed. A functional test was performed where the needle was reset to the out position and the activation button was secured. The activation button was depressed at which time the needle retracted and stopped where the barrel is damaged and smashed, therefore confirming the damage to the barrel hindered the needle retraction. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of birth: no birth date was provided with the patient's age, therefore a default date of birth was listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced a needle that was partially retracted after use. The following information was provided by the initial reporter: material no: 381544, batch no: 9241791. Event description: we had an issue with one of the bd #18g IV insyte autoguard winged cath ndl ¿ ref #381544. According to the staff member using the #18g IV cath needle, after the stick the safety retraction did not fully retract leaving a portion of the needle exposed and placing the staff at risk for exposure.